Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested but not received. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that during a cataract surgery the intraocular lens was stuck in the injector. The injector was removed from the eye, the iol was removed from the injector and transferred to another injector of a different model. During the implantation with the replacement injector a ruptured posterior capsule was observed. An anterior vitrectomy was performed to remove the vitreous. The main incision was enlarged before the iol implantation. The lens remains implanted in the eye and a follow-up appointment is planned to check that the lens is in the correct position. Although requested additional information was not obtained.